Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultramini meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started on (B)(6) 2014 at 9:00 a. M. The patient manages his diabetes with oral medication (metformin, ¿flamboride¿) and insulin (solo star). On (B)(6) 2014 at 2:00 p. M. That patient had more food/drink in response to the alleged issue. The patient denied developing any symptoms. The reporter stated, 1 hour later, they went to the emergency room (ER) and the patient¿s blood glucose was tested. They obtained a reading of ¿400 mg/dl¿ with an ER/hospital meter. The patient was treated by a health care professional (hcp) with ¿IV fluids¿. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a test. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.a DHR (device history record) was completed on 06/03/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.